Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient is in hospital. The balloon was removed last week, but oral intake wasn¿t started. Because the uncut tissue was cut with an electrical scalpel, inner cavity is narrow. The doctor thought the inner cavity was narrow because of using the device. The doctor said the re-operation was not planned, but the balloon may be performed again or the inner cavity may be dilated by the transanal route. No leak occurred and the patient is recovering other than those above. The patient is in hospital and has started the oral intake. The narrow of inner cavity is recovering this week and the doctor thought no additional care is needed. The anastomosis site is being fused and the patient is in preparing for discharge from hospital.

Manufacturer narrative:
(B)(4) date sent: 6/27/2016 batch # (B)(4). Additional information was requested and the following was obtained: the patient had a fever after 2 days of surgery. The surgeon presumed there is a leak but there is no bleeding and leak from anus. Oral intake has not started. The surgeon claims that he had never stopped firing in the middle. There is no additional suture on back side of rectal. Who fired the device and what is his/her experience? Surgeon who is well experienced. Was the force to fire higher or lower than expected? Lower. Was there any audible or tactile feedback? No. What is the current patient status? The patient is still hospitalized and the drainage is continued. The patient is planned to be hospitalized and under follow-up for about one month from the operation. The length of hospitalization will be longer than usual. Usual length of hospitalization is about 14 days. It is difficult to stop the drainage and the anastomosis site cannot be observed directly. The patient didn¿t begin oral intake of water and food. The patient had a fever for 2 days after the operation and a fever went down now. Other additional information: after the operation, the sales rep checked the video and confirmed the anvil attached to the device without any incident. Additional suture with 5 stitches during operation was performed two-third range of the anastomosis site around the anterior wall. According to the x-ray photogram, the height of the staple of anastomosis site seemed to be about 2.8mm-3.5mm. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are the video and x-ray available for review? The analysis results found that the cdh25a device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap sigmoidectomy on (B)(6) 2016, the target tissue on the oral side was stapled but uncut though the anus side was cut properly after firing between the colon and the rectum. Since the device was not able to be removed from the patient, the uncut tissue was cut with an electrical scalpel, and then the device was pulled out. A leak test was performed during the operation and air leak was confirmed when applied an extra pressure, so additional suture was performed on the anterior wall with 5 stitches. The surgeon was familiar with the device and commented that the firing handle had been fully grasped. The assistant surgeon commented that the force of grasping the firing handle had been lower than usual when he grasped it after removing from the patient. After the operation, the patient was x-rayed and it was confirmed that almost all staples of the anastomosis site were unformed and legs of some staples were slightly bent. As the mucosa of the site was cauterized, the doctor thought the site had a higher risk of leak. Therefore, 24fr transanal drainage was performed. After the operation, the sales rep checked the device and found that the washer was uncut. As of now, there is no anomaly with the drainage of fluid and the patient has no symptoms such as fever. They are discussing with the patient's family whether a reoperation should be performed. The doctor is thinking that he should judge about reoperation according to the patient's condition, the familial inclination and the results of doctors' conference. The patient is being hospitalized and under follow-up.

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital on (B)(6).